Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. The insulin pump had broken battery tube threads, cracked reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to change their battery and noticed that about ¾ of the top of the top of the battery chamber was missing where the battery screws in. They received a motor error alarm during basal. Customer did not report a motor position encoder error alarm. The customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that the drive support cap appeared normal and customer was able to complete rewind process. The alarm history did contain more than one motor error alarm. Customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.